Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: method of use: to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. When deflating balloon, do not aspirate with a syringe by hands. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. When it is difficult to remove catheter by deflating the balloon (expressed as "removal-difficult case" hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. Non-rupture method (sterile water is withdrawn without bursting the balloon.) Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was performed to place a foley catheter for urinary catheterization in the central operating room, the sterile water did not return and had difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was performed to place a foley catheter for urinary catheterization in the central operating room, the sterile water did not return and had difficulty.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number nghz0011. Visual inspection noted that the balloon was mushroomed prior to the start of this evaluation. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and using the returned syringe and the catheter rested with no leaks noted. The balloon 10ml deflated within 58 seconds. However, cuffing/mushrooming noted on the balloon before and after inflation deflation. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre test was performed to place a foley catheter for urinary catheterization in the central operating room, the sterile water did not return and had difficulty. Per notification from hcl investigator on 29jan2026, it was reported that the balloon mushrooming noted before and after inflation and deflation was found during sample evaluation on 23dec2025.